Event description:
It was reported that after a procedure to implant this patient with a new cardiac resynchronization therapy defibrillator (crt-d), the patient presented for follow up and was having symptoms of shortness of breath. A surgical revision was performed, and it was confirmed that this right atrial (ra) lead and the left ventricular (lv) lead were reversed in the device header. This was corrected with no further issues. No additional adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).